Event description:
It was reported that stimulation had been off since (B)(6) 2014 because it had caused pain in the right side of the patient¿s back when on. Stimulation would go to her left foot like it should but it was still causing pain in the rightside of the back. It was alleged that manufacturer representatives had been made aware in (B)(6) 2014. A CT scan had been done and the lead wires were in the correct position. The patient was going to have an ¿exploratory¿ procedure with a pain stimulation doctor on (B)(6) 2015 to try to find the cause of the back pain. Follow-up was performed to determine if any troubleshooting had been performed, if a cause had been determined, if any intervention was required, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).